Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal pelvic floor issues. It was reported that lately the patient has been having accidents and going on her clothes. The patient reported that 3 accidents have occurred this month and 2 of the accidents in the last two weeks. During the report, it was stated that when the patient was first implanted, the patient had no problem in the first year but 1 or 2 accidents occurred last year and maybe 2 accidents this year. The patient reported that she has diarrhea, her stomach is loose, and she can't hold it. She doesn't get a warning that she has to go to the restroom, "it just comes out". As stated, her accidents are scary for her because the patient doesn't want to leave the house or travel due to not wanting to have an accident. A troubleshooting attempt on changing programs or increasing stimulation was offered but the patient declined and mentioned that she saw her healthcare professional (hcp) for her yearly checkup but the hcp never mentioned anything about making changes because she was good at that time. In addition, the patient reported she has a sciatic problem and the nerve hurts in the patient's back. The patient said the pain seems to be occurring since she had the device implanted. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
(B)(4). Event was not reportable and no allegation for serious injury. If information is provided in the future, a supplemental report will be issued.